Event description:
The account reported the right side rail is not latching. The bed was located in the basement at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the right side rail ctr arm assembly is broken. The technician stated the cause was the side rail was rain into a column during a pt transport. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008 through 2013. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the right side rail center arm assembly to resolve the issue. Based on this info, no further action is required.